Event description:
Allegedly, the patient was revised due to pain. Primary surgery was performed at (B)(6)2009. The patient felt pain after several years. So the surgeon checked the patient and found a doubt of armd. The patient had performed both side tha and one side had performed the revision surgery at (B)(6) 2016. The parts are not consignment parts.